Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that during a 12-lead ECG on a patient, the device was not picking up lead v3. There was no negative patient impact.